Event description:
It was reported that the stylus was not working. The programmer was returned for check and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the stylus functioned and calibrated as required. The stylus was replaced and calibrated as a preventative. It was also noted that the display was missing its feet, the system fan was noisy, the display drops, and the flex guide was cracked. (B)(4).